Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had difficulty loading and priming the cartridge. The contact stated that something was not right with the way the cartridges fit on the body of the pump. Multiple cartridges were used. Once loaded, drops were not observed exiting the tubing. This also occurred with multiple cartridges. The customer's blood glucose was reported as being "normal" the customer reverted to using a non-tandem pump to manage diabetes.